Event description:
It was reported to ventec that a pediatric patient had received a burn while using a heated pediatric patient circuit (pediatric, valveless, heated, blue) along with their vocsn device. Per the ventec employee who was made aware of the incident, "he [the initial reporter] wanted to know if this can be caused by overheating when the nebulizer is running and causing the temp to rise in response to the probe cooling. Note, they place the neb t on the wet side of the humidifier chamber/bypass and not proximal to the patient, since the kids cannot handle the dead space between them and the circuit." Ventec subsequently reached out to the reporting facility in order to obtain additional information about the patient and the event. The director of respiratory care at the facility advised of the following: ¿2nd degree burn found on lower left leg around calf about a quarter in size, believed to be caused by the resident¿s leg resting on the ventilator tubing overnight. Skin initially reported as blistered and red around the site, later reported as red and inflamed with drainage. Treatment: 1. Consulted with wound physician. 2. Treated with: xeroform petrolatum dressing 4 (bismuth tribromophenate-petrolatum) (changed qd), mupirocin external ointment 2% tid, cephalexin at 175 mg q8h for 7 days. None of his underlying diagnoses [see section b7] are believed to have contributed to his burn or are anticipated to interfere with his treatment.¿ when asked for additional information about the patient circuit being used, the director of respiratory care responded with the following: "since we discard the packaging once the circuit is in use, we could not determine a lot of specific info on the ventilator circuit. However, we do know that it was a ventec pediatric, valveless, heated, blue circuit with manufacturer reference # (B)(4).¿ additionally, the initial reporter did not provide the vocsn serial number, or the lot code from the patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit. Please also note that section a4, weight, is actually 28.8 pounds (electronic submission would not allow for decimals in a4).

Manufacturer narrative:
H6: the vocsn device used during the event was not returned to ventec for evaluation. The initial reporter later advised ventec that the patient circuit that had been used was disposed of following the event. As a result, the patient circuit was not available for evaluation. Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d1, brand name, of the initial medwatch report stated: vocsn section d1, brand name, of the initial medwatch report should have stated: vocsn patient breathing package. Section d4, model #, of the initial medwatch report stated: prt-00929-001 section d4, model #, of the initial medwatch report should have stated: pediatric, valveless, heated, blue. Section h5, labeled for single use? Of the initial medwatch report stated: no. Section h5, labeled for single use? Of the initial medwatch report should have stated: yes. Section h8, usage of device, of the initial medwatch report stated: unknown. Section h8, usage of device, of the initial medwatch report should have stated: initial use of device. New information for supplemental medwatch report 001 -- h6: the patient circuit was not available for evaluation as it was disposed of following the event. Additionally, the reporter advised that the packaging had also been discarded. Due to the disposal of the patient circuit and its packaging, ventec has been unable to perform any further investigation of the reported issue. Ventec will continue to monitor and trend on this issue. The root cause of the reported issue could not be conclusively determined.